Event description:
A report received indicated that a pt died unexpectedly after receiving a cypher stent and postmortem revealed a thrombus in the cypher stent. According to the report, the procedure was elective to treat a lesion in the mid right coronary artery (rca). The lesion was described as 3.5x10mm long, de novo and concentric with a type a classification and 99% stenosis. Total occlusion was also confirmed at the proximal left anterior descending artery and the lita (graft for lad). The pt was also hospitalized for heart failure. The mid rca was not pre dilated. A 3.5x18mm cypher was implanted at 18 atms for 35 secs. Post dilation was not conducted. Residual stenosis was zero and timi before the procedure was 1 and 3 after the procedure. Act was not measured. The pt died suddenly and postmortem revealed a thrombus in the cypher implanted in the mid rca.

Manufacturer narrative:
This cypher stent delivery system is distributed outside of the united states. However, it is similar to the united states cypher stent delivery system. Additional info will be submitted within 30 days upon receipt.